Event description:
This pt with a history of obesity, previous CABG ( 1999), hypertension, smoking, long-standing diabetes ( insulin dependant), previous mi, known cerebrovascular disease, and hemiplegia was admitted for coronary evaluation. The main indication for the procedure was acute, st-elevation, inferior wall mi. The pt was admitted approx 2.75 hours after on-set of symptoms. Angiography revealed a total occlusion in the distal rca. The lesion was a 23mm, de novo, concentric, moderately calcified, b1 type stenosis. The vessel was described as 2.25mm in diameter with timi ii flow. The lesion was not predilated. A 2.25 x 23mm cypher select plus was deployed to 12 atms with satisfactory results. Approx 6 mos post index procedure, the pt presented for a clinically driven pci. There were no evidence for mi. Angiography showed a 90% stenosis of the target lesion (distal rca previously treated with cypher); however, the database indicates that there was no evidence of instent or peri-stent restenosis. The database also indicates that there was an aneurysm of the site. No additional treatment was reported.

Manufacturer narrative:
Attempts to clarify the database info are ongoing. Additional info will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product ( cxs).